Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which water invaded the scope connector, which led to an abnormality of electronic parts. As a result, the suggested event temporarily occurred. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU). -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis lucera elite colonovideoscope, an e315 error (unsupported scope error) was displayed. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s reported issue was not confirmed/reproduced. The evaluation revealed the following findings: the gap on up/down knob was out of standards due to the worn angle-wire; scope-cover was deformed; there was corrosion from control unit due to the leakage; there was corrosion from the scope connector due to the leakage; there was corrosion from the scope cover unit due to the leakage; water tightness was lost due to the deformed right/left and up/down knob; light guide bundle was abnormal; bending section cover (a-rubber) adhesive was broken; connecting tube was dented; and swith#1 was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.